Event description:
New information revealed that the patient's vns generator was replaced on (B)(6) 2013 and the explanted vns generator was disposed after surgery. An implant card was received on (B)(6) 2013 stating that the vns generator was replaced due to battery depletion. Lead impedance was ok. Attempts to contact the physician for additional information have been unsuccessful to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vns patient was having an increase in seizures and that her vns generator's battery might have depleted. It is also unknown if the seizures are above or below baseline or if it was related to the suspected drained battery. A battery life calculation performed on (B)(6) 2013 which indicated 0.33 years till end of service. Attempts to reach the physician for additional information have been unsuccessful to date. Additional attempts to reach the physician are underway. Surgery to replace the vns generator is possible.